Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 6 during bolus delivery. Reportedly, the customer successfully loaded a new cartridge. Additionally, it was reported that the pump unexpectedly shut down. Customer stated that after the pump was plugged in, the pump turned back on. The customer's blood glucose level went up to 243 mg/dl and was addressed with a bolus via the pump.